Event description:
It was reported that patient underwent rotator cuff repair procedure utilizing a suture passer on (B)(6), 2012. During the procedure, the suture passer would not hold the suture at all times. This caused a delay greater than thirty minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.